Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter in law reported via phone call that customer was hospitalized on (B)(6) 2020 with blood glucose level of 400 mg/dl. Customer¿s blood glucose level was 129 mg/dl at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. Customer was treated with intravenous fluids for high blood glucose level. Customer experienced symptoms such as slurred speech related to high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer declined to perform a carelink upload. Customer stated that insulin pump had insulin flow blocked alarm and was resolved by changing complete set. The insulin pump will not be returned for analysis.